Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system observed an alert on their remote monitor to call their physician and heard beeping tones coming from the device. The device recorded a charge time error, was not sensing r waves, and provided an inappropriate shock. The patient subsequently presented to the emergency room (ER). Additionally, shock impedance measurements had been low, and the shock impedance with the delivered shock was one ohm. An x ray was performed in which the device and electrode were both not visible; therefore, patient twiddling of the lead was suspected. The patient was hospitalized for a device replacement. No additional adverse patient effects were reported. The system remains in service.additional information was received which reported that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified an arc mark on the device case. Review of device memory found lead impedance, charge timeout and long charge errors. Due to the location and morphology of the damage to the device, it is likely that twiddling of the lead into contact with the device case caused the induced damage to the device, resulting in the clinical observations. External shorting of the lead to the case during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system observed an alert on their remote monitor to call their physician and heard beeping tones coming from the device. The device recorded a charge time error, was not sensing r waves, and provided an inappropriate shock. The patient subsequently presented to the emergency room (ER). Additionally, shock impedance measurements had been low, and the shock impedance with the delivered shock was one ohm. An x ray was performed in which the device and electrode were both not visible; therefore, patient twiddling of the lead was suspected. The patient was hospitalized for a device replacement. No additional adverse patient effects were reported. The system remains in service. Additional information was received which reported that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system observed an alert on their remote monitor to call their physician and heard beeping tones coming from the device. The device recorded a charge time error, was not sensing r waves, and provided an inappropriate shock. The patient subsequently presented to the emergency room (ER). Additionally, shock impedance measurements had been low, and the shock impedance with the delivered shock was one ohm. An x ray was performed in which the device and electrode were both not visible; therefore, patient twiddling of the lead was suspected. The patient was hospitalized for a device replacement. No additional adverse patient effects were reported. The system remains in service.